Event description:
Reportable based on the device analysis completed on (B)(6) 2024. It was reported that the device could not cross the lesion. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the device could not cross the lesion due to resistance and severe calcification. The procedure was completed with another of the same device. There were no complications reported and the patient was stable post procedure. However, device analysis revealed that the blade has lifted.

Manufacturer narrative:
The device was returned and evaluated by manufacturer. A visual and tactile examination identified no damages on the hypotube shaft and shaft polymer extrusion. A visual and microscocpic examination identified that a blade segment identified one of the blades lifted. The proximal section of the blade was lifted, the pad was bonded onto the balloon. No issues were noted with the other blades and the pads were fully bonded onto the balloon. A detailed microscopic examination of the balloon material identified no issues. No issues identified during microscopic examination of the extrusion shaft shaft polymer extrusion. A microscopic examination of the tip section found no damage.